Manufacturer narrative:
Catalog number was updated. The customer's analyzer was a cobas e801 analyzer and not an e602 module as had originally been stated. The serial number for the customer¿s e801 analyzer was not provided. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas 8000 e 602 module. The customer submitted the patient sample for investigation. Based on the data provided, erroneous results were identified for elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) between the customer¿s e 602 module, a cobas e801 analyzer used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number was (B)(4). The serial number for the customer¿s e602 module was not provided. The ft3 iii reagent lot number used on the e601 module and the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used on the e801 module was 226810 with an expiration date of 30-jun-2018.